Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Four electronic photos were provided and reviewed. First photo shows a device in initial position. Second photo shows a device in half primed position. Third photo shows a device in initial position and fourth photo shows all three maxcore devices. No other visual anomalies are observed. Therefore, based on the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was provided for all three devices. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the device cannula did not fire, and the firing button became stuck, although it could still be pressed. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.